Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient complained of left knee pain. Patient brought to surgery and triathlon cemented asymmetric patella was found to be detached from patella bone. Plastic implant was removed from knee. 2 pegs were broken off of implant. Patient requested implant be returned to them. No further information was available.